Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager who performed the preventive maintenance (pm) replaced the scroll compressor and completed the pm with full calibration and the iabp passed all functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) compressor's output test failed. There was no patient involvement or adverse event reported.